Manufacturer narrative:
A review of the device history record for the blue non-xray cotton towels 101625, lot#11r1o2-sh did not indicate any exception that would have led to the reported incident. The supplier checked on the retained sample. The average linting data was 0.11g / 10 pieces and within limits (=0.38g/10 pieces). No sample was provided for evaluation at this time. Based on the investigation, all linting test data was within the acceptable range. There was no abnormal situation that had happened in production. Therefore, the root cause could not be determined and no further action taken. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
The customer reported threads coming out of or off of the blue non-xray cotton towels 101625 from the cath lab accessory tray/ (B)(4). The procedure performed was an angiogram. The cotton towels were used as a mat to lay the instruments on where the instruments would slip through the weave of the towel catching threads. The staff was able to catch any loose threads before use on the patient. The instrument was then wiped off using a wet 4x4 gauze sponge causing minimal delay. There was no patient injury. No patient demographics were provided.